Event description:
It is reported that the surgeon is concerned he implanted an incorrect size liner. The original implant stickers were hard to read to determine the size of shell that was implanted.

Manufacturer narrative:
Eval summary: the surgeon had thought several days later that a size 68 liner should have been used. Follow up with the sales rep determined that the surgeon likely looked at the blurry sticker sheet again and saw that a size 68 shell had been implanted in the pt 10 years prior, and that he now thought a size 68 liner should have been implanted rather than the 66. Implanting a liner one size smaller than the shell would result in a loose mating scenario and the liner would be able to toggle within the shell. A matching item and lot number were reconciled in manufacturing data to confirm that the implanted shell from the original surgery was in fact a size 66; therefore, the size 66 liner that was implanted at the revision was compatible. There is no failure associated with this complaint. Review of the shell's device history records did not find any deviations or anomalies. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.